Event description:
Spots of discoloration were noted on the blade after a procedure was completed.

Manufacturer narrative:
After an arthroscopic shoulder procedure, the surgeon noted spots of discoloration on the blade. It is unk if the discoloration was on the blade prior to the initiation of the procedure. There was no pt injury or need for further intervention as a result of this incident. The blade is a component in a custom surgical pack. The sample was returned and evaluated. Spots of discoloration were noted on the blade. It is not known if the blade came in contact with any solution that may have been a contributing factor to this discoloration. A root cause has not been determined. We have not had any other complaints for this issue.